Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4. No guidewire was in the device or returned with the device. The device and the catheter shaft were analyzed for damage. Visual examination showed no shaft damage. The device was set up per the instructions for use (IFU), and the device primed and ran as designed. Based on the returned customer information of a guidewire sticking issue, a .014 test thruway guidewire was used for testing purposes. The guidewire was inserted into the tip of the device and the guidewire transcended through the device with no hesitations or restrictions. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was not confirmed for guidewire sticking.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, when it was attempted to bring the catheter back for a second passage without blades, the catheter was difficult to remove from the lesion because it was stuck on the wire. A torquer was used to remove the jetstream over the wire. There were no patient complications reported.

Event description:
It was reported that the catheter became entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, when it was attempted to bring the catheter back for a second passage without blades, the catheter was difficult to remove from the lesion because it was stuck on the wire. A torquer was used to remove the jetstream over the wire. There were no patient complications reported.